Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient wanted to know if this was normal or expected. If the patient lifted something wrong or heavy, their low back would start to spasm where their leads were located. The patient stated that this did not happen all the time. It occurred once or twice a year when they were doing back exercises or abdominal crunches. This would maybe end up to cause spasm in their low back that lasted for 2-3 days. The patient stated that the first day of they had to take ibuprofen. The patient stated that this had been going on for 5-6 years. The patient was redirected to their health care professional (hcp). In a patient letter the patient reported that they were initially implanted (B)(6) of 2008 and their latest appointment was to replace the battery. Before their original surgery they had steroid injections and physical therapy. The patient then stated that the low back spasms was treated by their original surgery in 2008. It was unclear if the low back spasms had resolved or how they had resolved. It was unclear if the replacement of the battery had occurred or if it was due to the low back spasms.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the battery replacement was due to degenerative disc issues. The patient stated that they didn't have spasms but did have low back problems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.